Manufacturer narrative:
This investigation is in regards to an extravasation that occurred in (B)(6) 2009. The injector was not evaluated by covidien svc after this event occurred. A preventative maintenance was performed on this unit 3 months later and proper operation was verified.

Event description:
On (B)(6) 2013, product monitoring received confirmation of a customer reported extravasation with a covidien injector involvement in this extravasation from (B)(6). An (B)(6)male pt received 95 ml of optiject 350 (ioversol) at the forearm for an abdomen, thorax and pelvis scan on (B)(6) 2009. After the optiject 350 administration, the pt experienced injection site extravasation (between 30 and 100 ml). The pt did not receive any corrective treatment. At the time of the report, the pt had recovered. The reporter evaluated the case as non-serious.